Event description:
It was reported that pump experienced malfunction alarm after pump had been in pool for some time, and specific malfunction code was displayed that could not be cleared. There was no reported impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.